Manufacturer narrative:
H11: fourier transform infrared spectroscopy (ftir) and scanning electron microscope (sem) analyses were conducted to characterize both the chemical composition and the surface morphology of the particles retrieved from the unit: ftir analysis revealed spectra consistent across samples with peaks suggesting possible biological material such as blood residues. Sem analysis identified particle morphologies with globular structures and inorganic particles containing elements such as iron, chromium, nickel, silicon, tin, cerium, barium, titanium, and zirconium. Zinc oxide crystals and chlorine were also detected, potentially originating from disinfectants used in the device. The results indicated that retrieved black particles were composed by organic compounds of undetermined origin, inorganic substances such as zinc oxide and chlorine. Most likely associated with disinfectant residues¿ and metallic elements. The latter was consistent with materials used in the internal components of the hc3t tank, particularly the coil coatings, which may have undergone corrosion due to chemical exposure from disinfectants. Since no confirmation of organic substance was obtained and no product deviation or malfunction was identified, the event was re-assessed as not reportable.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service engineer was dispatched to the customer and inspected several machines, the fse was able to pull the cp bridge on one device, to run endoscope in the overflow outlet that goes out to the vacuum canister and collect sample. The fse spoke with the perfusionists and concluded the issue may be a result of a decalcification procedure that was run by the perfusionists with neodisher; maybe a reaction in the inside of the overflow outlet connecting to the vacuum. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova learned the following additional information: this heater cooler has had no high bacterial counts in testing. The inside of the aerosol collection set's canister is not cleaned and the canister is regularly replaced every 7 days. The 3t unit was disinfected and the wastewater port cleaned; the aerosol collection set was disposed of and a new one was placed. No further visible substances in the waste canister was found since (B)(6) 2025. Then, it was sampled on (B)(6) 2025 and the results were within normal range. The black unknown substance will be returned to livanova to be analyzed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the canister of the aerosol collection set of a heater-cooler system 3t device was found to be contaminated with a black substance. There is no report of patient injury.